Event description:
Information received indicates the head hi/low function is drifting down and there is a delay in the operation of the bed when it is raised.

Manufacturer narrative:
The technician replaced the head hi/low valves to repair the bed.